Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the home choice (hc) during use during prime. The home patient (hp) stated she had already changed the cassette but that she did not change the bags. The technical service representative (tsr) explained that once a setup was complete, she must change everything if she wants to get rid of a bag or the cassette, and advised the hp to setup with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She had spoken to her nurse about reusing supplies and understood the contamination risk. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.